Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was over 24 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.